Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the pump module infusing fentanyl alarmed for ¿channel error¿ and stopped working. The fentanyl was restarted on a different pcu and module. There was no report of patient harm. The facility¿s biomed evaluated the devices and replaced the iui connectors, recalibrated the module and changed the battery in the pc unit.